Manufacturer narrative:
The field service engineer (fse) inspected the analytical unit of the instrument; no issues were noted. The fse tested both high voltage and low voltage ultrasonics; all test results passed within instrument specifications. The fse discovered aspirate probe #2 was slightly bent and some minor wear was present on the main pipettor. The fse inspected the mixer rollers, mixer belt, wash wheel, incubator belt and rv (reaction vessel) clips; no issues were noted. The fse replaced the bent aspirate probe #2 then performed a due scheduled preventative maintenance (pm) on the instrument. A routine system check and quality control (qc) precision testing was performed; all results passed within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the bent aspirate probe is the likely cause of the event. The cause of the bent aspirate probe is unknown. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-01045.

Event description:
The customer reported erroneously elevated initial troponin I (access accutni) results, within the risk stratification or above the acute myocardial infarction (ami) limit, for multiple patients, on two separate dates, involving the unicel dxc 600i synchron access clinical system. This report is one of two referencing the patients on the event date noted. The elevated results were released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patients¿ samples, on the same instrument, produced lower results either within the risk stratification or within the normal reference range. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.